Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. This shutdown caused the customer's blood glucose level to exceed normal limits, displaying as "high," although the specific value was not provided. Customer managed the elevated blood glucose by administering a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.